Event description:
A plate and two (2) screws were implanted to correct a right navicular foot nonunion. The patient began experiencing pain in the right foot. Radiographs identified that the claw plate and one of the two screws were broken. The plate and screws removed. A CT prior to the explantation revealed a nonunion with fragmentation of the lateral navicular.